Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018, that they had been experiencing low blood glucose levels. Blood glucose value at the time of the call was 49 mg/dl. The customer indicated that they had been using the auto mode feature which the insulin pump exited overnight. The customer mentioned that she has a newborn baby and was not sure if her insulin needs are changing and if she was losing weight due to nursing. The customer stated she would treat with food and call the doctor to discuss if the settings needed to be changed. Troubleshooting was not performed. The customer was called back on (B)(6) 2018, and a voicemail was left to call back. The insulin pump will not be returned for analysis.